Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947m62, lead, implanted: (B)(6) 2014; 5076-52, lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the atrial lead dislodged, was pulled back and no longer capturing. There was an attempt to revise the atrial lead however the patient's heart was too large and a longer lead was needed. Subsequently, the atrial lead was explanted and replaced. It was also reported that the right ventricular (rv) lead dislodged and was shown to be in the right ventricular outflow tract (rvot). The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.